Event description:
Report 2 of 3: it was reported that during use of the bd max¿ enteric viral panel, an adenovirus false positive patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device type: pch. E.1. Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3: it was reported that during use of the bd max¿ enteric viral panel, a norovirus false positive patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd max¿ enteric viral panel kit (ref. (B)(4)) lot 4054297 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer suspects false positive results for adenovirus (adv) and norovirus (nov) targets when using the bd max¿ enteric viral panel kit lot 4054297. The review of manufacturing records of bd max¿ enteric viral panel indicated that lot 4054297 was manufactured according to specifications and met performance requirements. Customer provided runs 9612, 9613 and 9620 from instrument ct1949 for investigation. Manual curve adjudication was conducted across samples in run 9612; position b10 and 9613; b11. Analysis revealed that the positive adv target results were potentially caused by an instrument issue for which an instrument complaint on bd max instrument ct1949 is ongoing. For sample in run 9620; position b5, analysis revealed steps dislocations in multiple channels that only reached the threshold to give a positive result for the nov target, and it is unlikely that this positive result is a result of true amplification. Bd was unable to identify a cause for the customer issue with sample in run 9620; position b5. Manual curve adjudication has limitations; visual examination of pcr curves for aberrant curve geometry is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric viral panel kit lot 4054297. The root cause was not identified. However, an instrument issue could explain the unexpected results for the adv target. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no new hazard or trends was identified. Bd quality will continue to monitor for trends.